Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer pressed the wake button multiple times, applied more force to the button, and reset the pump to resolve the issue. The customer continued to use the pump for insulin therapy.